Manufacturer narrative:
Additional information has been requested to the representative. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited noise and pacing impedance high out of range. This lead was successfully replaced. No additional adverse patient effects were reported.